Event description:
During a remote follow-up, episodes of far-field r-wave oversensing and inappropriate automatic mode switch were observed on the atrial channel of the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.